Event description:
A customer contacted baxter global technical services regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine. The home patient (hp) stated she pressed go prior to connecting. The baxter technical service representative (tsr) assisted the hp to disconnect and cycle power. The tsr advised the hp to restart the setup with all new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for system error 2240 was confirmed, and the root cause was determined to be use error due to the patient not being connected to the cycler when entering initial drain. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.